Manufacturer narrative:
(B)(4). Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 23mm pericardial aortic valve was explanted after an implant duration of 10 months due to unknown reasons. The explanted valve was replaced with a 27mm edwards pericardial aortic valve. No other details were provided.

Manufacturer narrative:
(B)(4). There may be cases in which edwards devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated. In this case, it was reported that this was a recurrent endocarditis. There is no allegation or evidence of a device malfunction. The root cause of this event was due to patient related factors. The subject device is not being returned due to infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm 3300tfx pericardial aortic valve was explanted after an implant duration of 10 months due to recurrent endocarditis with periannular abscess. The explanted valve was replaced with a 27mm 3300tfx pericardial aortic valve. Per the medical records, the patient developed recurrent infection of his aortic valve and his pacemaker that he had previously. The patient was admitted to the hospital with sirs and sepsis as well as a-fib with rvr. During his redo avr procedure, the infected valve was removed and the annulus was debrided. In the noncoronary annulus, at the attachment of the anterior leaflet of the mitral valve at a2 and a3, there was an abscess. This was debrided and the area was repaired with a pericardial patch. The mitral valve was repaired with a patch as well, in which the annulus was enlarged. The annulus was sized to a 27mm 3300tfx aortic valve. The valve was easily placed. A total of 21 pledgeted sutures were used and the valve was seated. The patient's pacemaker was also removed. The patient tolerated the procedure well. There were no intraoperative complications. The patient left the or in stable condition. Post procedure, the patient remained in a-fib, which was rate controlled with oral amiodarone, and over time, anticoagulation was resumed. The patient was deemed stable for discharged to a rehabilitation facility on pod #13.